Event description:
It was reported that the patient presented three weeks post implant with loss of atrial capture. Atrial pacing at higher rates did not lead to a corresponding change in the ventricular rate. The patient had an intrinsic ventricular rhythm at around 60 bpm with no corresponding atrial events on the intracardiac. Atrial pacing at the base rate of 60 ppm led to frequent safety pacing as well as variation on the autocapture trend.